Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported the auto infusion valve failed to open during air exchange. The infusion line was clamped and the line was disconnected. The air pressure valve was then elevated to open at 112mmhg. The system then displayed a system message. The system was shut down, rebooted, reprimed, and the consumables were changed. There was no patient harm reported.